Event description:
It was reported that the system with this right atrial (ra) and right ventricular (rv) lead exhibited within range high pacing impedance increasing gradually over a period of three months. Additionally, rv lead noted to have bouncy threshold readings between 0.8 volts and 3 volts. Presenting electrocardiogram showed ra had poor p wave morphology and farfield oversensing. There were no changes made to the lead. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the system with this right atrial (ra) and right ventricular (rv) lead exhibited within range low pacing impedance decreasing gradually over a period of three months. Additionally, rv lead noted to have bouncy threshold readings between 0.8 volts and 3 volts. Presenting electrocardiogram showed ra had poor p wave morphology and farfield oversensing. There were no changes made to the lead. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Field b5 and h6 has been corrected.